Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they received multiple pump error alarms. The customer's blood glucose was 7 mmol/l the customer's mother reported via phone call that they received multiple pump error alarms. The customer's blood glucose was 7 mmol/l at the time of incident. The customer was assisted in clearing the alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind and complete fill tubing then received a pump error alarm and needed to restart the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that they did not have back-up plan available. The insulin pump will be returned for analysis.